Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported on behalf of the customer who received unspecified low readings on the sensor and treated with grape sugar. On (B)(6) 2019 customer experienced "dizziness, nausea, broke down and body hurt" and had contact with the hcp who obtained a ketone reading of "4.9" mmol/l. Customer was diagnosed with diabetic ketoacidosis and treated with insulin and "vomet" tablet for nausea. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issue observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported on behalf of the customer who received unspecified low readings on the sensor and treated with grape sugar. On (B)(6)2019, customer experienced "dizziness, nausea, broke down and body hurt" and had contact with the hcp who obtained a ketone reading of "4.9" mmol/l. Customer was diagnosed with diabetic ketoacidosis and treated with insulin and "vomet" tablet for nausea. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's caregiver reported on behalf of the customer who received unspecified low readings on the sensor and treated with grape sugar. On (B)(6) 2019, customer experienced "dizziness, nausea, broke down and body hurt" and had contact with the hcp who obtained a ketone reading of "4.9" mmol/l. Customer was diagnosed with diabetic ketoacidosis and treated with insulin and "vomet" tablet for nausea. Based on the information provided, there was no report of death or permanent impairment associated with this event.